Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated foreign body reaction, mesh erosion, stress incontinence, vaginal bleeding and cramping, and other injuries, significant mental and physical pain.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information, reported to coloplast though not verified, indicated: (B)(6) 2017 - vaginal bulging and return of sui after an episode of heavy lifting. Dysuria with sling palpable on the left. Grade 1 prolapse. (B)(6) 2018 - recurrent sui, urgency, and urge incontinence with hematuria. On examination, eroded sling under the urethra. (B)(6) 2018 - partial excision of eroded altis/coloplast and cystoscopy completed. Altis/coloplast was noted to have superficial placement and was rolled up like a rope. (B)(6) 2018 - had an altis/coloplast implant and cystoscopy completed under general anesthesia. (B)(6) 2019 - mild leaking and urgency incontinence.

Event description:
Additional information received on february 3rd, 2021 indicated that between (B)(6) 2017 and (B)(6) 2018, the sling was "failing." The patient felt "hard plastic" when inserting a tampon. She also experienced incomplete bladder emptying, and vaginal bulging. It was further reported the patient experienced unanticipated pain and physical limitations with the recovery process. In (B)(6) 2018 the patient was nervous and anxious to address the bladder sling erosion and issues, and was experiencing pain from the erosion. In (B)(6) 2018, the patient stated her mood swings were up and down mostly due to her health, and her anxiety was worse. In (B)(6) 2018, the patient felt situational depression and anxiety related to upcoming bladder surgery.

Manufacturer narrative:
H6 clinical signs, symptoms, & conditions code e1311 applied to capture incomplete bladder emptying. E2402 applied to capture "vaginal bulging."

Manufacturer narrative:
This follow-up MDR is created to document the additional date of birth and medical history reported. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.